Event description:
It was reported that during a total hip replacement surgical procedure, it was discovered that the impactor device would not fire despite multiple attempts and battery replacements. During in-house engineering evaluation, the device was visually and functionally assessed, and it was determined that the impactor was operational. However, the trigger was observed to be difficult to press/depress. It was further determined that the device failed pretest for final assessment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: battery devices, (B)(6) 2023. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device unable to fire was not confirmed. Therefore, an assignable root cause was not determined. However, the sticky trigger identified during service and evaluation was confirmed. It was determined that the issue was consistent with lack of lubricant ¿ improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).